Event description:
It was reported that during the change out procedure for the device at elective replacement indicator, inspection of the left ventricular lead showed insulation separation of the lead just outside the header. The lead was repaired with a repair kit and was tested multiple times with no issues noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk ICD, implanted: (B)(6) 2010; 6947 lead, implanted (B)(6) 2006. (B)(4).